Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump would not turn on. The patient was reported disconnected from the pump due to a previous issue with moisture in the pump. The reporter confirmed that there was no visible damage to the battery compartment or cap. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.